Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-547j-(B)(4): the fiber/glass cap is fractured at the bevel edge; the glass cap distal part is detached and not returned; the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; there is some white unknown substance noted inside the distal end at the break location. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during prostate procedure at 45,800 joules and 12 minutes of use; "the distal tip of the fiber suddenly got broken" was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome: "no patient complications were observed" was reported.